Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima ii unknown leakage at catheter junction the patient was admitted to our hospital for cardiovascular disease treatment. On (B)(6) 2025, a nurse from ward 1 of the cardiovascular hospital inserted an intravenous catheter and administered an infusion. After the infusion, leakage was detected at the catheter connection point. The catheter was promptly removed, and a new catheter was inserted via re-puncture. The incident was immediately reported to the head nurse and relevant personnel.

Manufacturer narrative:
Correction: (d.4.) Device expiration date is unknown. Investigation results: a complaint history check was unable to be performed since no material, lot/batch number was provided. A device history review was unable to be performed since no material, lot/batch number was provided. A review of the applicable risk document indicates that the potential risk of the reported event was assessed appropriately in the risk management documentation. A retain sample analysis could not be performed as no material, batch/lot number was made available for this reported event. Root cause couldn't be determined due to unavailability of sample and batch/lot number information.

Event description:
No additional information.